Event description:
As reported by our (B)(6) affiliate, during a transfemoral tavr procedure, post deployment the 23mm sapien xt valve embolized into the left ventricle. The 23mm sapien xt valve was positioned and deployed with 16ml volume using slow deployment and aortogram. Mid deployment, the balloon and valve appeared to slip towards the ventricle. During post deployment tee assessment, the valve slipped into the ventricle. The patient was stable throughout the procedure. The chest was opened to remove the xt valve from the lv and surgical avr was performed. An intuity 19mm valve was implanted. The patient aortic annulus diameter measured 24.5 x 19.1 mm with severe native leaflet calcification and a severely calcified sinus root.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Cine images of the procedure were provided to edwards by the facility for internal review. The images were reviewed by an edwards¿s physician proctor and the following observations were made: observations: severely calcified aortic valve. Porcelain aorta observed. Sinotubular junction (stj) highly calcified, origin of coronary arteries highly calcified. Native anatomy is small. Obliterated/flat sinus noted. Bav performed with contrast injection, no paravalvular leak (pvl) noted. Appropriate valve selected. Wire is in good position within ventricle. Fair image angle noted. Right coronary cusp observed lower than other cusps. Valve out of coaxial alignment. Ventilations not held during valve deployment. Too ventricular position noted upon deployment. Valve final position in left ventricle outflow track (lvot). Valve appeared rocking on post deployment aortogram. Wire position withdrawn and valve appears embolized and rotated in left ventricle. In conclusion, film review shows that a fair image intensifier angle in conjunction with the xt valve not in coaxial alignment with the annulus likely contributed to the valve being placed too ventricular prior to deployment. In addition, during valve deployment patient ventilation is observed which likely contributed to the valve landing in the lvot. The report of valve embolization was confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.